Manufacturer narrative:
Analysis was unable to during prime alarm test due to faulty force sensor resistor. The insulin pump passed displacement and basic occlusion tests. No motor error alarms noted. Analysis was unable to confirm excessive no delivery alarms due to prime anomaly. The motor tested ok. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. All buttons function properly. No skipping screens noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was 279 mg/dl at the time of incident. The customer was assisted in clearing alarm. The customer mentioned that the down arrow would move 2 at a time when retrieving the settings. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.